Event description:
During a procedure, the iliac vein was perforated. After the transseptal puncture was performed, the sheath was changed for an agilis. The dilator tip of the agilis was slightly deformed after attempting to insert it into the patient. A change in the patient's rhythm and blood pressure was noted. The angiogram of the vasculature was checked, and a large perforation of the iliac vein was noted. A stent was placed to block the perforation.